Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted, therefore not explanted. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaints for this production order number has been received. Conclusion: based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the preloaded intraocular lens (iol) cartridge split. It was unknown if there was patient contact. Through follow-up, it was learned that only the cartridge tip had contact with the patient's right eye. There was no patient injury and no incision enlargement, suture, or vitrectomy was required. The procedure was completed successfully using a back-up lens (same model and diopter). The patient outcome is good post-procedure. Through additional follow-up, it was learned that the crack was at the tip of the cartridge. No further information was provided.